Event description:
The patient reported that she was hospitalized with hyperglycemia. She stated that she believed that she activated the pod on (B)(6) at 11:00 pm. She went to bed that night with blood glucose results under 170 mg/dl, which she said was normal for her. She did not report results for (B)(6). On (B)(6), she woke up early in the morning and was getting results "higher than 500 mg/dl". She stated that her meter read 500 mg/dl. She said that she waited "a number of hours" before she went to the hospital. At 3:00 pm, she said that her hands started to shake, and she deactivated the pod and began to take manual injections. At 5:00 pm, her husband took her to (B)(6), where she was admitted and given an intravenous drip and liquid diet. She was asked to remove the pod from her body, and it was discarded. She was released from the hospital on (B)(6).

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." It advises, "to avoid hyperglycemia (high blood glucose): check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."